Event description:
The customer reported to olympus, the colonovideoscope's angulation control knob felt loose/light. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: air/water tube, jet tube, and air/water cylinder were all found with remains of white foreign material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to damage on forceps elevator lever, upward/downward angulation control knob could not be locked securely; forceps channel port and universal cord both have a scratch; air/water cylinder had discoloration; suction cylinder had no color; plate unit was deformed; label on suction connector was damaged; plastic distal end cover had a dent; adhesive around objective lens had a chip; connecting tube had a wrinkle; and due to clogging of jet tube in control unit, water could not be supplied. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: it is unknown if there was deviation from IFU in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.